Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplement report.

Event description:
The patient reported that her infusion set was leaking insulin from the cannula housing at 4 am in 2007, and her blood glucose elevated to 362 mg/dl. She stated that she changed her infusion set and bolused through her infusion device to lower her blood glucose. No further information is available. Product was requested to be returned for evaluation.